Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In addition, the customer reported the pump battery depleted from 100% to 50% in one day. Customer reported blood glucose level was not impacted. It was confirmed the customer was able to load an existing cartridge onto the pump and resume insulin therapy. Reportedly the customer will continue to use the pump until the replacement pump is received.